Event description:
It was reported that the ilet user experienced high blood glucose after breakfast while traveling, and the event was associated with an incorrect meal announcement size; glucose subsequently decreased and returned to range. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to announcing an incorrect size meal, with the user interface noted as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.